Event description:
It was reported that a post implant x-ray noted the superior vena cava (svc) coil of the right ventricle (rv) lead appeared to be ¿unraveling¿. The "damage" is consistent with excess pull on the lead while the coil is resisting in the sheath/valve during implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).